Manufacturer narrative:
The company rep observed that the iabp was always in a rapid charge mode and that the battery pack was extremely hot. The company rep replaced the batteries (part number 0146-00-0039). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The returned batteries were tested at (B)(4) facility. Failure investigation report ((B)(4)) was initiated. The batteries were installed into a cs300 and discharged. The pump was then put into battery charge mode. The battery charge characteristics were monitored. The charging current was monitored in service diagnostics. The observation reported by the field service engineer was not observed. The cs300 battery run time is 2hr 15min, per (B)(4). The runtime observed was 2hr 40min. The test pump was then again out into battery charge mode. The evaluation of battery charger was then repeated, as above, with no issues. (B)(4).

Event description:
The customer reported that after a preventative maintenance by the company rep, the iabp never reached a trickle charge state. No pt was involved.